Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule, lump/nodule-ndr.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Patient later reported "rupture," "two lumps on lymph nodes," and "two masses on liver." The event of "two masses on liver" is not device related. Device remains implanted.